Manufacturer narrative:
(B)(4). The system error (se) 2240 was identified during a review of a returned homechoice (hc) device with occurrence on (B)(4) 2010; there was no report for this alarm called in by the customer. There is no evidence that problems with the hc contributed to se 2240. A root cause was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The system error 2240 was found in the review of the patient logs of homechoice (hc). No patient injury or medical intervention has been reported in association with this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation, and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).